Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture and capsular contracture baker grade IV", "fluid around the implant ". The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "fluid around the implant per ultrasound", and "exchange from textured to smooth due to the patients concern of the product". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "fluid around the implant per ultrasound", and "exchange from textured to smooth due to the patients concern of the product". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "fluid around the implant per ultrasound", and "exchange from textured to smooth due to the patients concern of the product". This record is for the right side. Device was explanted and replaced.